Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. It appears that the explant of the flat mesh on (B)(6) 2013 was only a partial explant due to the operative details noting "the band of posterior mesh (davol flat) was dissected and excised in its intraperitoneal portion." A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient was implanted with a bard flat mesh for a pelvic repair. The patient has suffered and will continue to suffer disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities. The attorney's report alleges alleged pain, "pain & suffering", disability, defective mesh. Addendum to the previous information based on medical records received from the patient's attorney on 08/01/2016: on (B)(6) 2008 - the patient was diagnosed with uterine and vaginal prolapse, cystocele and urethral hypermobility with stress urinary incontinence. The patient underwent a robotic-assisted laparoscopic sacrocolpopexy with implant of a bard flat mesh, cystocele repair, burch urethral suspension and paravaginal repair. On (B)(6) 2013 - the patient was diagnosed with uterovaginal prolapse with cystocele, menorrhagia, dyspareunia and chronic pelvic pain. The patient underwent a rectoscopy, total vaginal hysterectomy, uterosacral ligament reattachment colpopexy, complex partial excision of rectovaginal colpopexy mesh, posterior colporrhaphy and cystourethroscopy. The operative details for this procedure indicate that the flat mesh was "no longer attached to the perineal body but terminating in the distal vagina. The medical records further indicate that the dissection of the bard flat mesh was made difficult due to adhesions that had formed around and into the davol mesh.

Event description:
The following was reported to davol by the patient's attorney. Date (B)(6) 2008 - the patient was implanted with a bard flat mesh for a pelvic repair. The patient has suffered and will continue to suffer disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities. The attorney's report alleged pain, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/ or evaluation information is obtained, a follow up MDR will be submitted.